Event description:
Clinical study. It was reported that 1018 days after a coronary drug eluting stenting treatment procedure the patient had cardiac chest pain and dyspnea. The index procedure treated a 3.0x28mm, 80% stenosed, lesion in the mid left anterior descending artery (mid lad) with predilation and placement of a taxus express2 3.0x32mm drug eluting stent. The lesion was then post-dilated with 0% residual stenosis. At 1018 days after the implant procedure the patient was admitted to the hospital with dyspnea and cardiac chest pain. Coronary angiography revealed 50% stenosis in the proximal lad, the proximal circumflex, and the mid right coronary artery. The patient was treated medically. The physician noted the serious adverse event to be possibly related to the implanted stent. The event was reported as resolved 3 days later.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.